Event description:
The customer reports the green y-port detached from the actual guide wire. The nurse was able to remove the guide wire but with great difficulty.

Manufacturer narrative:
A review of the device history record (DHR) for lot number 1814285164 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. A sample without original package or lot number was received for evaluation. Visual inspection could not confirm the reported issue. The reported condition cannot be confirmed only with the stylet, the tube is necessary to confirm issue. However, based on the incident description from the customer, the most likely root cause indicates that this issue could occur due to inadequate use of the procedure if the instructions of use are not followed. Product use: the tube was not filled with enough water (10 cc) to remove the stylet smoothly. Feeding tubes should be flushed frequently to prevent clogging that may cause the medication and nutrition accumulation through the tube. Please refer to the IFU instructions for the proper procedure for insertion of the feed tube and extraction of the stylet for stylet placement; using a syringe, inject approximately 10 cc of water into the tube to activate the hydromer coating. The IFU states that a once the tube position has been confirmed, reactivate the hydromer coating with another 10 cc of water before attempting removal if the stylet has been indwelling for any appreciable time. The reported customer complaint could not be confirmed. The root cause could not be determined. The most probable root cause was determined to be inadequate use of the procedure if the instructions of use are not followed. This complaint will be used for tracking and trending purposes.